Event description:
It was reported that a 5-6mm "tubular" piece of plastic was found in the pt's breast and was removed during a lumpectomy. It is believed to have been left during the biopsy 6 weeks prior.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. This is the first event reported for this lot number. Four small tubular pieces of plastic were returned for evaluation. Visual inspection confirmed the samples were likely pieces of the biopsy site marker delivery applicator tip. Conclusion: the reported complaint was confirmed. The most probable root cause is the applicator was not properly aligned in the probe when the user deployed the device. If the applicator aperture is not aligned properly with the probe aperture when the device is deployed, the pellets deploy against the i.d. Of the probe aperture, which can cause the applicator tip to flex outside of the probe aperture. If the user forcefully removes the applicator, a portion of the tip can be sheared off and left in the pt. The user was contacted to explain the likely root cause of the failure. Proper preparation, deployment and withdrawal techniques, as described in the IFU, were reviewed with the user to prevent similar failures in the future. The current IFU (instructions for use) state: warning: avoid the use of excessive force during removal of the applicator to prevent breakage of the applicator tip. Caution: if any resistance is encountered while removing the applicator, leave the gel mark applicator within the probe and remove the entire probe/applicator assembly. Failure to do so may result in breakage of the applicator tip.